Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "will not stay powered up", which was reproduced while running a loaded set. The symptom was confirmed and caused by a seized motor. The failed motor assembly was replaced.

Event description:
During baxter's eval of a spectrum pump, it "would not stay powered up". There was no pt involvement.